Event description:
Caller reported a false negative troponin (tni) result using the triage profiler sob 25 test kit. Triage results: edta whole blood. Date: (B)(6) 2010, ck-mb: 2.1, myo: 207, tni: 0.05, bnp: 291, d-dimer: 102.

Manufacturer narrative:
Investigation pending.